Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. Customer assisted with self test and self test was passed. Customer also states that error occurred recently after insulin pump turn on. Customer states that they treated with manual injection for high blood glucose. The insulin pump will not be returned for analysis.